Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) of 520 mg/dl at highest with small and moderate ketones. The cause of bg was not known. Manual injections were administered and correction boluses via pump were delivered to address bgs. A system check with tandem technical support indicated that the pump and related supplies were functioning as intended. The customer reverted to manual injections for insulin therapy.